Event description:
Boston scientific crm received information that during the pacemaker implant, the patient was asystolic as soon as the right ventricular (rv) lead was placed. A pacing system analyzer was utilized and the device paced at 60 bpm. When the device was interrogated after the case, ventricular undersensing was noted and the patient went into ventricular fibrillation (vf). The patient was shocked three times and airlifted to a different hospital, where she subsequently died. The boston scientific sales representative stated that the physician did not believe the vf was device related. It is unknown at this time if the products will be returned for analysis.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.